Event description:
An aneurx stent system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aorta was diseased, calcified and not healthy. It was reported that initially, it was not possible to advance the aneurx bifurcated stent graft delivery system past the mid common iliac artery. The artery was dilated with a 22 fr dilator; however, the device would not go past the distal part of the common iliac artery. The artery was dilated with 7, 8 and 10mm balloons after which the device was inserted from the left side and the stent graft was deployed. The delivery system was left in place while deployment of the contralateral limb was completed from the right side. The delivery system of the contralateral limb was removed and upon removal of the bifurcated stent graft delivery system, the patient's blood pressure dropped. There was a dissection of the common iliac artery found. A reliant balloon was used to control the bleeding. The physician elected to perform open surgical conversion rather than attempt to repair the dissection. A dacron graft was sewn onto the aorta. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded after the procedure.